Manufacturer narrative:
The bench repair technician (brt) evaluated the device and determined that the speaker and main board malfunctioned and required replacement. The parts were replaced and the device was operational after repairs were completed.

Event description:
The customer reported a speaker malfunction on the intellivue x3. The device was in use monitoring a patient at the time of the reported event. No death or patient / user injury or harm was reported.

Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.